Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis and the reported complaint could not be confirmed. Intra ocular lens (iol) was received cut in a half wrapped in surgical gauze. Solution is dried on the iol. No device returned. The file states that the lens was switched to a single-focal lens at a later date. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced discomfort in vision. The lens was exchanged for another lens model 17 days following the initial procedure. Additional information has been requested.